Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there were episodes of mode switching due to right atrial (ra) lead noise. The ra lead was capped and replaced during a device replacement procedure due to normal eri and the patient was stable.